Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy with the liberty cycler and the patient¿s adverse event(s) of weakness, nausea, malaise, abdominal pain, hypokalemia, hypomagnesemia and pneumoperitoneum which warranted hospitalization. Radiological testing confirmed the presence air of within the abdominal cavity of the patient; however a nephrology consultation concluded the volume of air present was typical given the presence of the pd catheter (not a fresenius product). The causality for the event(s) of nausea, weakness, malaise and abdominal pain can be reasonably attributed to the presence of a pneumoperitoneum. While there is risk of developing a pneumoperitoneum with every pd treatment (imran, 2011), there is no allegation or objective evidence indicating the liberty cycler malfunctioned or failed to perform as expected. The etiology of the hypomagnesemia and hypokalemia is unknown, therefore causality cannot be determined. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. Addtional patient codes: kalemia (hyper/hypo), magnesemia (hyper/hypo),

Event description:
During routine follow-up of an unrelated customer experience, the peritoneal dialysis nurse mentioned the patient was hospitalized on (B)(4) 2018 and discharged on (B)(6) 2018 for abdominal pain. Additional information was solicited and obtained. The patient was evaluated at the outpatient dialysis clinic for abdominal pain and was subsequently sent to the emergency room (ER) for suspected acute peritonitis. Hematological, radiological and peritoneal fluid studies were obtained, and the patient was started on empiric intravenous (IV) cefepime (dosage, frequency and duration unknown) and IV vancomycin (dosage, frequency and duration unknown) while waiting for results. Radiological testing revealed ¿free air¿ within the abdomen, however a nephrology consult noted the findings contained in the x-rays and computed tomography (CT) scan (date unknown) were consistent with having a peritoneal dialysis catheter (not a fresenius product) in place. All additional hematological and peritoneal fluid test results were negative, and the patient¿s empiric antibiotics were discontinued (date unknown). There was no evidence to support a diagnosis of peritonitis, and thus the patient was discharged with no additional services and in stable condition. Discharge diagnosis listed as diffuse pain/pneumoperitoneum secondary to pd catheter. Of note: patient was diagnosed with hypomagnesemia and hypokalemia (dates and results unknown), and was given a single dose of intravenous (IV) magnesium (dosage unknown) and oral potassium (dosage unknown).